Manufacturer narrative:
The device was not returned for evaluation as it was discarded. The investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that a lens was explanted due to a scratch on the optic. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Additional information was requested but not received. As the device serial number was not provided, a device history record (DHR) review could not be performed. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause.